Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023, under local anesthesia. Additionally, fiducial markers were placed transperineally. After the spaceoar placement, the physician informed that the patient's radiation treatment was delayed due to an incorrect hydrogel placement. The images were reviewed, and it was suspected that the hydrogel was located in the muscularis layer of the rectum near the apex of the prostate, while another portion was found in the rectum. No patient complications were reported as a result of this event. Additional information. Upon further review of the images, it was noted that the hydrogel appears intact at the base; however, in the mid-gland and apex regions, it extends completely under the serosa. Specifically, at the midgland, some muscularis was observed under the hydrogel, while at the apex, the muscularis disappears, with the spaceoar vue positioned very close to the lumen. The misplacement is predominantly anterior, necessitating a tight posterior approach. The plan is to wait for 3 months and proceed with stereotactic body radiation therapy (sbrt). Additionally, a scope will be performed, with the dosage focused primarily on the anterior region and slightly reduced posteriorly.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: block b5 was updated based on additional information received on february 04,2024 block d4 was corrected.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023, under local anesthesia. Additionally, fiducial markers were placed transperineally. After the spaceoar placement, the physician informed that the patient's radiation treatment was delayed due to an incorrect hydrogel placement. The images were reviewed, and it was suspected that the hydrogel was located in the muscularis layer of the rectum near the apex of the prostate, while another portion was found in the rectum. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.